Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, and in a survey the user attributed the event to alcohol intake. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included a review of the user¿s survey response and associated case documentation. Investigation of this case revealed no alerts or alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.